Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced frequency, urgency, pain, mesh cutting into the bladder, irritation, incontinence and dysuria. A removal of the mesh, urethrolysis and cystourethroscopy were performed.